Event description:
It was reported that the patient had refill the week prior to (B)(6) 2013, but when she looked at her personal therapy manager (ptm), the refill date shown was (B)(6) 2013. The refill date on the ptm was not updated. It was later reported that the ptm was decoupled and recoupled with the pump, and the ptm was showing the correct refill date. The patient outcome was noted as "doing well and was never affected clinically." The drug being delivered via the pump was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).